Event description:
The lead was returned to the manufacturer with no complaint. The lead was analyzed, and tested out of specification. Additional information obtained indicated the lead was explanted post-mortem and the cause of death was not known.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The exact date of death is unknown and is an estimate based on the notify date. Product event summary # product ID# mdt-lead a proximal portion was received measuring 3 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo, visual summary analysis of the lead was performed only. (B)(4).